Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 27mm navitor was successfully implanted with an implant depth of 5mm non-coronary cusp and 5mm left-coronary cusp. On (B)(6) 2023, the patient had a complete atrioventricular block (cavb), requiring permanent pacemaker implantation. This reportedly caused prolonged hospital stay. The patient was reported to be discharged.

Manufacturer narrative:
An event of heart block (complete atrioventricular block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had a baseline sinus rhythm, there was calcification in the annulus that was not connected to the left ventricular outflow tract, and that the valve was implanted with 5mm depth from the non-coronary cusp, which is deeper than the optimal 3mm depth. Based on the available information, the root cause of the reported event could not be conclusively determined.